Event description:
It was reported the patient's atrial lead exhibited oversensing and a drop in impedance due to possible lead fracture. As a result, the reported lead was capped and replaced. The patient was reported to be in good condition.